Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was associated with a system infection. The patient was also observed to have developed a hematoma. The patient has been given intravenous antibiotics due to sepsis and oral antibiotics were also given to the patient to address the infection. After three weeks of monitoring, the infection appeared to have healed. At this time, the system remains implanted and in service. No additional adverse patient effects were reported.